Manufacturer narrative:
The guidewire involved in the incident was not returned; therefore, an examination of the guidewire was not possible and no conclusion can be drawn as to why the fracture occurred. Limited information is provided in regards to the clinical conditions at the time. The lot number remains to be unk and therefore manufacturing records cannot be reviewed. Consideration of these issues contributes to the difficulty in identifying the cause of the incident. No conclusion can be drawn as to what caused the guidewire to fracture. The information does not suggest that the device has or may have contributed to death or serious injury. Device fracture is a known risk of guidewire use and is well documented in literature. The ppm level for device fracture is currently within expected levels. We will continue to monitor post market surveillance feedback for any negative trends in the performance of the device.

Event description:
Per sr: had the victory wire at the posterior tibial artery. Did a balloon angioplasty in that artery. A piece of the wire broke off and stayed in the artery. They returned to the procedure and ended it. They refer the pt to see a surgeon to get the wire. They did that and the pt was fine.